Event description:
Received info that an 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The unit passed all tests.

Manufacturer narrative:
(B)(4).